Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention may take place to address the issue.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6)2023 during which the ipg was explanted and replaced restoring therapy.